Manufacturer narrative:
Summary of eval: visual inspection indicated that the device was returned in used and non-functional condition. The device was returned in 2 pieces. The fracture occurred at the core of the spacer. A review of the device history records for the reported lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows that there have been no add'l reported events from the reported lot code. The investigation concluded that the spacer fracture was likely caused by an overload condition. The results of the previous reported event indicated failure to follow user instructions and subjecting the device to overload conditions to be the cause for fractures. No trends are noted.

Event description:
It was reported that, "as we were inserting the spacer onto the cemented stem, the plastic cracked." There was no adverse consequence to the patient.